Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. The insulin pump was unable to verify battery out limit alarm due to no button response. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not responding to button presses. The customer received a battery out limit alarm. The customer could not clear the alarm because the buttons on the insulin pump were unresponsive. Customer's blood glucose level was 14.0 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.